Event description:
Not too long after my implantation ((B)(6) 2009) I started to experience pain in my pelvic region. I would sit down and could feel as if there was poking from the inside of my body. I let my dr know about this and he said its not the essure and he couldn't feel it. From that point there was a month I bled for two weeks. This has never happened ever until essure. Visit to implanting dr and he said probably hormones but never checked my blood for it. I had my cr salpingo hysterosalp w inj on (B)(6) 2009 complete occlusion of bilateral fallopian tubes noted. ER visit on (B)(6) 2009 for extreme nausea and disorientation. Had white spots inside mouth and cheeks. I had two small glasses of wine and felt extremely drunk. This has never happened before either off of two glasses of wine. (Come to find out I am severely allergic to nickel test confirmed (B)(6) 2013 and this is a probable cause "alcohol intolerance" liver working overtime to expel the nickel and alcohol). Had started having abdominal pains and problems with food feeling like it was stuck under my sternum, so pcp referred me to have a cr upper gi ugi series stomach and us abd limited on (B)(6) 2010 everything normal. Then I was referred to dr (B)(6) for an esophagogastroduodenoscopy with biopsy on (B)(6) 2010, no findings of anything abnormal(still continue to have issues to present date). Still having pain in my abdomen and left side and pains that shoot down my left leg. In between these dates I had been experiencing brain zaps as I call them. Feels like electricity shooting from top of my head down an inch or two into my brain. I had also gone to dr for loss of peripheral vision for a period of 45 mins 2 times within 2 months and continuing of blurred vision. No findings of cause there either. On (B)(6) 2012 I had xrays of both feet because of unbearable pain and burning on both bottoms of my feet. This lasted for almost 2 weeks. I could barely walk. Nothing found on xray. I also had been experiencing joint pain in ankles, knees, wrist and hands. On (B)(6) 2012 I had an ER visit for the same left side abdominal pain that had been at an unbearable level for almost a month. Nothing out of ordinary was found. I had a CT abdomen with contrast. The only thing that was abnormal was a probable 1.8cm hepatic hemangioma on my liver segment 6. All along I still had been having heavy menstruation and large blood clots. I have also been experiencing extreme fatigue, severe mood swings and in past one and a half years brain fog and memory loss. I have also noticed my hair line receding. I have also had rapid tooth decay and gum issues. I finally begged my new ob/gyn to refer me to an allergist because with all these symptoms I was piecing together looked as if I was allergic to nickel. I had seen the allergist and he agreed that all my symptoms could be from allergic reaction to nickel. He tested me and the findings were I have ++ strong reaction to nickel. He said that I should not have any device in me that contains any amount of nickel in it. I have also had extremely cold hands and feet that will turn purple at times. Thinking this is because of my nickel overload from essure. I also have been experiencing tachycardia.. I will be having essure removal at some point in time in the next month or so. I am not sure if I will be able to keep my uterus until the dr goes in and sees the damage the coils have caused. I will be filing another report after removal. Thank you